Event description:
It was reported that the intraocular lens (iol) was fully inserted into patient's left eye, however, the iol was removed during the procedure as the surgeon noticed a scratch on the lens after insertion. Another lens of same model and diopter was used as the replacement. It was indicated that the event could be due to use error, however, the information could not be confirmed. There was no patient injury and no other intervention was required. The patient was doing fine post operation. The original lens was discarded. No other information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluated by MFR: the device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.